Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2012". It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.